Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. Lesion characteristics and clinical factors are unknown. The shaft of a 3.00x20mm liberte stent delivery system broke during the procedure inside the patient. No patient complications were reported. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Lesion characteristics and clinical factors are unknown. The shaft of a 3.00x20mm liberte stent delivery system broke during the procedure inside the patient. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the guide wire lumen. The balloon was tightly folded and the stent was secured on the balloon. The hypotube was separated 66.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).